Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had "leakage from 2 syringes". Furthermore it was reported "one syringe he injected after seeing liquid, the second syringe he took to county health department". No serious injury or medical intervention reported.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had "leakage from 2 syringes". Furthermore it was reported "one syringe he injected after seeing liquid, the second syringe he took to county health department". No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: customer returned (11) 1/2cc, 12.7mm, 30g syringes (1 loose, 10 in a sealed poly bag) from lot # 6137799. Customer states that there was leakage and his numbers were high. All returned syringes were tested and all were able to draw and expel properly without any observed leakage or any other defects. A review of the device history record was completed for batch# 6137799. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200645886, 200646067] noted that did not pertain to the complaint. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for leakage and the 2nd related complaint for glucose level on lot # 6137799. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had "leakage from 2 syringes". Furthermore it was reported "one syringe he injected after seeing liquid, the second syringe he took to county health department". No serious injury or medical intervention reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: male. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes.